Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had shoulder surgery in (B)(6) 2020 and the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Surgical intervention may take place at a later date.